Manufacturer narrative:
According to the report, bioglue was used for obliteration of the proximal false lumen in an ascending aorta replacement procedure for acute aortic dissection. The surgery occurred during (B)(6) 2012. Several days later, the patient underwent an emergency re-operation after developing acute myocardial infarction and ventricular septal perforation. The surgery was uneventful; however, after surgery the patient developed cerebral infarction-induced post-resuscitation encephalopathy. As the initial surgery and re-operation were performed on an emergency basis, preoperative coronary angiography was not performed. As a result, it is unknown whether the coronary was obstructed prior to the surgeries. Coronary angiography performed after surgery confirmed obstruction near the center of the left main trunk. The doctor assumed the obstruction was caused by obstructing material. The lot number was not provided with the complaint details. Therefore, a review of manufacturing records could not be performed. Although a connection between the reported events and bioglue could not be established, it is possible that there was re-entry of bioglue through a distal site or that bioglue may have extended into the coronary arteries by way of the dissection and produced an occlusion. The bioglue instructions for use (IFU) provides clear guidance regarding use of bioglue for aortic dissection surgery to ensure proper application techniques and to minimize the occurrence of complications such as embolization and occlusion, including: keeping the surgical field dry, protecting the true lumen with gauze, or inserting a balloon catheter distal to the application site to define the distal terminus for the application of bioglue. Insertion of a balloon catheter into the true lumen is also recommended to preserve the natural architecture of the vessel and prevent compression. Due to the range of variation in patient conditions and surgical techniques, a specific volume limit for usage is not provided; however, the IFU cautions to avoid overfilling the false lumen and spilling bioglue into the true lumen or surrounding tissue. No further action is warranted at this time.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, bioglue was used for obliteration of the proximal false lumen in an ascending aorta replacement procedure for acute aortic dissection. The surgery occurred during (B)(6) 2012. Several days later, the patient underwent an emergency re-operation after developing acute myocardial infarction and ventricular septal perforation. The surgery was uneventful; however, after surgery the patient developed cerebral infarction-induced post-resuscitation encephalopathy. As the initial surgery and re-operation were performed on an emergency basis, preoperative coronary angiography was not performed. As a result, it is unknown whether the coronary was obstructed prior to the surgeries. Coronary angiography performed after surgery confirmed obstruction near the center of the left main trunk. The doctor assumed the obstruction was caused by obstructing material.